Event description:
The customer reported the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturers service technician was able to duplicate the customer reported problem. During evaluation and testing of the device, the service technician inspected the connections from the ventilator rs232 port via cable to the hospital cerner data acquisition module. The service technician reported a restart occurrence was duplicated when the data acquisition module was connected to the ventilator rs232 port. A sample data acquisition module was shipped to the ventilator manufacturing facility for applicable analysis. Performance verification testing was completed and tests passed to operating specifications.